Event description:
It was reported that a user who is new to the ilet pump experienced hyperglycemia to 324 mg/dl after lunch that persisted for approximately four hours, then returned to range followed by hypoglycemia after the dinner announcement; the cause was unclear. Symptoms included high and low blood glucose. Outcomes included transient hyperglycemia and subsequent hypoglycemia without hospitalization. Investigation included case review. Investigation of this case revealed no device malfunction was identified, and no device component issue was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.